Event description:
It was reported that during a ptca/stent procedure, the tetra would not cross the lesion after multiple attempts were made. An attempt was made to withdraw the device into the guiding catheter after the proximal edge of the stent was observed to be catching on the guiding catheter and slipping off of the balloon. This is incorrect removal of the device, (contrary to IFU). The stent separated from the balloon in the left main and was successfully retrieved with a balloon catheter.